Manufacturer narrative:
(B)(4). Evaluation: results: (based on the information provided no root cause can be determined). (Mi, occlusion). Conclusion: (based on the information provided no root cause can be determined).

Event description:
An endeavor sprint rx drug eluting stent diameter 3.5mm 30mm was deployed in the distal rca following pre-dilatation. Operation resulted in 0% stenosis and ivus confirmed complete apposition of the stent to the vessel wall after stent deployment, it was noted that a side branch was occluded. Physician attempted revascularization, but it was not possible to pass a guide wire into the side branch. Non-q wave mi was observed. The investigator reported that the event had no relationship with the product/zotarolimus but was related to the procedure. Pt was treated with nicorandil and was discharged from the hospital 3 days post index procedure.